Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported about 4-5 months ago they began having to charge their ins more frequently. Pt stated they now have to charge about every 1.5 days and the ins battery used to last much longer. Pt stated they haven't increased stimulation and said they usually have their intensity set to 6.9-7.9. Pt also denied being reprogrammed recently and said they haven't been seen by their hcp for about 3 years. The patient was redirected to their healthcare provider to further address the issue. Patient services (ps) also sent email to mdt field reps for visibility. Redirected caller: patient's hcp rep reports that patient states their battery is depleting more quickly than it used to. States that they used to get over a week on the battery, now it gets low at a day and a half. Patient states that they run the stimulator 24 hours a day and doesn't make changes to the intensity. Unsure why the battery is depleting so quickly. Rep will set up a meeting to interrogate the battery and check recharge logs. Patient states that they do not have issues recharging. The issue was not resolved at this time. Additional information was received from the rep. Patient was seen in the office yesterday to interrogate his battery. Impedances were checked and fell wnl. He uses the stimulator over 90% of the time. Recharge logs show he has been recharging every day, sometimes multiple times a day. Patient states that he hasn't increased the intensity but has had significantly reduced time between recharges. It used to be several days between recharges. He met with doctor about new battery replacement as he wants a more user friendly device. Additional information from the rep indicated that the cause of the battery draining quicker was undetermined. Patient stated that he uses it every day, but logs say it wasn¿t on. However, recharge data shows that he was recharging daily, sometimes multiple times a day for a couple hours. Time on device was off by more than 90 min. Patient stated that he hasn¿t changed anything about the program he was using before he started noticing this. Patient is planning to get a replacement. Currently unsure on the date of the replacement at this time. He wanted a new device that took less time to charge and was more user friendly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97714 found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.